Event description:
The customer reported a magnesium sulfate 50ml bag completed in a few minutes. Biomed does not know if the magnesium was a secondary or primary infusion. The IV tubing was not saved. The system configuration was 2 channels on one side and 1 channel on the other side. The incident pump module was channel b. There was no patient harm reported and no medical intervention was required. Customer stated that no additional patient/event information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results, should the device be received for evaluation. The biomed tested the pumps and they passed all testing.